Event description:
It was reported that about a year and a half after implant, a pump revision was done. It was later reported that during an office visit on (B)(6) 2012, the pump was found to be malfunctioning and delivering no medication to the patient. The catheter was replaced. The device system was delivering dilaudid.

Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type: catheter. (B)(4).